Manufacturer narrative:
H6 medical device problem code a140508 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Additional information received, b5 and h6 updated.

Event description:
The left ventricle thrombus was present before the pump was inserted and was a known pathology secondary to a large ventricular septal defect (vsd), which was also known prior to implant. The thrombus was not removed. The pump is still in and running as normal. Additionally, there was hematuria noted in foley bag.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the cause of the injury could not be determined due to insufficient clinical details. Hematuria: the cause of the injury could not be determined due to insufficient clinical details. Placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log. Low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, there was an impella sensor failure alarm on the aic screen. In addition, a large thrombus was noted in the left ventricle. No further information was provided. The patient remained on support.